Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a presence of dirty water permanently dripping. The event was discovered during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The event was unable to be reproduced. Device evaluation found the following non-reportable defects: - light guide-lens was cracked. - lens glue was cracked. -bending section cover glue was separated -bending tube was shortened a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.